Event description:
The customer reported that "dialysate weight incorrect" alarm occurred during treatment. Customer left machine running while was calling for help and eventually filter clotted. Blood was not returned to pt.